Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 279 mg/dl at the time of the incident. The customer's blood glucose was 579 mg/dl at the time of hospitalization. The customer's blood glucose was 170 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they had a bent cannula. The customer was unable to perform troubleshooting at the time of call. The insulin pump will not be returned for analysis.